Event description:
It was reported by a funeral director that the patient was deceased and requested the device be deactivated prior to explant for cremation. It was unknown if the device system was related to the death of the patient. Cause of death was unknown. The patient died 7 days post implant of the implantable cardioverter defibrillator (ICD) and almost 2 years following the implant of the leads. Additional information was received from the patient's spouse that the patient was being transferred from a convalescent home to the hospital and died in the ambulance en route. The patient's spouse also stated the device had shocked the patient many times in the past and kept him alive. The patient's spouse inquired if the device delivered a shock on the date of death. No additional information is available.

Manufacturer narrative:
The patient is not registered in the manufacturer¿s database and physician information is not available. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submit ted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.